Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient had been experiencing erratic blood glucose (bg) for the past two and a half days, as low as 44mg/dl with shakiness and no values were provided for the bg elevations. There were no reported signs or symptoms associated with the high bgs and no additional symptoms were reported for the low bgs. The patient's bg at the time of the call to animas was reportedly 265mg/dl. The patient reportedly has been experiencing elevated bgs after low bgs in the mornings. The reporter noted that the low bgs are corrected with juice and the high bgs are corrected with boluses and a temporary increased basal rate. The high bgs were partially attributed to overcorrecting for the low bgs. The patient was reportedly also bolusing for increased carbohydrate intake when carbohydrates were consumed to correct the low bgs. Customer technical support (cts) reviewed the pump with the reporter and noted that the date on the pump was incorrectly set to (B)(6) 2013, and the basal and bolus histories did not match the total daily dose history. The reporter also stated, she thought the patient's target bg should be 100mg/dl +/- 30mg/dl, however, upon review of the pump settings it was found to be set at 130mg/dl +/- 30mg/dl. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported due to the pump settings and history discrepancies.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history was reviewed and showed that the total daily dose (tdd) for (B)(6) 2013 correctly adds up. On (B)(6) 2013 at 23:19, a manual time and date change was made to (B)(6) 2013 at 00:19. Due to this change, the total daily doses for (B)(6) 2013 appears to be inaccurate. The alarm history shows only typical usage alarms; there were no errors or alarms related to the complaint recorded. During testing, the pump was tested on a (B)(4) flow test and the pump was found to be delivering within the required specifications. The complaint of inaccurate delivery of insulin was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.